Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly programmed pump personal profile settings. During troubleshooting with tandem technical support, customer corrected settings and resumed insulin therapy. Customer's blood glucose level was 240 mg/dl.